Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was not button error alarm during testing. The device was received with minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Customer's husband reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the button error appeared. Customer's blood glucose reading was 69 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.